Event description:
It was reported that the ilet touchscreen did not register responses to a required yes/no prompt during a supply change, preventing progression past the fill tubing step and leaving the device in setup mode; multiple user restarts were unsuccessful, and a remote check showed the device in setup with an available firmware update that would not confirm or install. Symptoms included no adverse clinical effects. Outcomes included interruption of insulin therapy workflow requiring device replacement. Investigation included remote troubleshooting and review of device state. Investigation of this case revealed a screen responsiveness failure and inability to complete setup or firmware update, consistent with a device malfunction involving the user interface/display subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction not reproducible through remote methods and potentially related to touchscreen or firmware interaction during setup.